Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range (oor) pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was observed to have not been fully inserted into the header of the device, however manipulation did not give way to any oor measurements. The rv lead was also tested with a pacing system analyzer where no oor measurements were observed. A portion of the lead will be returned for analysis while the remaining rv lead was cut and surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, returned portions of the lead were thoroughly analyzed. A visual inspection revealed cuts in the insulation of the lead which were induced in the field during the explant procedure. The lead passed hipot and continuity with manipulation testing and analysis was unable to confirm the clinical allegations made against the lead in the field.